Manufacturer narrative:
Pump received with intermittent escape and act button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 90 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.